Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
While treating the patient with an injection of cosmoplast in the vermillion border and body of the lips, the physician noted some clumping and performed massage at that time. Two days later, the doctor observed lumps, bumps and clumping of product in the body of the lip and performed blade extrusion to remove the product. The physician prescribed oral antibiotics along with famvir due to the patient's history of cold sores.